Event description:
It was reported that during intra-operative placement of a cage, the vlift inside shaft was damaged and could not be used. Additional information is being gathered at this time.

Event description:
It was reported that during intra-operative placement of a cage, the vlift inside shaft was damaged and could not be used.

Manufacturer narrative:
Product inspection was not performed as no product was returned. Device history records could not be reviewed as a valid lot number was not provided and could not be obtained. Complaint history records were reviewed for this catalog number, no adverse trends were identified. Limited information regarding the event was made available to stryker. A root cause cannot be established with the information available. If additional information is received, the investigation will be reopened and updated.

Manufacturer narrative:
Correction: d9 / h3, h6. Additional data: d4 , h4. H6 codes have been corrected and updated to reflect receipt of the device and conclusion of the investigation.

Event description:
It was reported that during intra-operative placement of a cage, the vlift inside shaft was damaged and could not be used.